Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas exhibited an intermittently unresponsive sleep/wake button; the device initially recovered after a hard reset but the issue recurred, prompting issuance of a replacement while the user continued backup therapy, and later the user resumed use of the original device without glycemic impact. The user ultimately returned the replacement device. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse physiological effects. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included technical troubleshooting by customer support, review of user-provided video, confirmation of charging and reset procedures, and review of device performance as reported by the user. Investigation of this case revealed an intermittent mechanical or electrical failure of the sleep/wake control consistent with a device mechanical function issue of the user interface component, with normal glycemic control maintained via backup therapy and continued cgm use. It was concluded, based on previously established findings for similar reports, that the cause was likely component failure of the sleep/wake button with contributing user interface wear, with insufficient evidence of software or algorithmic malfunction.